Event description:
An altitude alarm was reported for a pump, which led to the suspension of the customer¿s insulin. The customer's blood glucose level was 340.2 mg/dl. The customer was advised to clean the speaker holes and remove and reconnect the pump's cartridge. After following these instructions, insulin delivery was successfully resumed, and the pump returned to normal operation. Technical support offered tips to prevent future altitude alarms, and the customer acknowledged the advice.